Event description:
Caller reported results of hi (>600 mg/dl) and 83 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.